Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed the gravimetric flow test (800 ml). It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the under infusion, which was reproduced during evaluation. The device under infused less than 10% and found the pressure plates to be out of specification. The device was reworked. Test results: rate = 40 ml/ hr, vtbi = 10 ml, delivery = 9.574ml (-4.26%). Rate = 100 ml/hr, vtbi = 25 ml, delivery = 24.100ml (-3.6%). Rate = 400 ml/hr, vtbi = 100 ml, delivery = 94.892ml (-5.108%). Rate = 800 ml/hr, vtbi = 200 ml, delivery = 189.534ml (-5.233%). Rate = 999 ml/hr, vtbi = 250 ml, delivery = 236.574ml (-5.3704%). (B)(4)